Event description:
Customer allegedly received the following results, with two different roche meters, within 6 minutes: 223 mg/dl (inform (B)(4)) and 83 mg/dl (inform (B)(4)) patient was feeling hypoglycemic at the time and was eating lunch; therefore, at the time the patient was not treated until after the laboratory reading of 38 mg/dl. Patient was given 2 glasses of juice. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).